Event description:
In 2008, the sales representative reported that during surgery, the driver would not engage the screw. The surgeon used the other driver within the kit to finish the case as intended. This malfunction has been previously reported.

Manufacturer narrative:
Product is an instrument. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.